Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-may-2022, (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-may-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that on (B)(6) 2018 the rep was present for a stage 2 procedure. The procedure was aborted at the beginning of the procedure due to an open area on the scalp by the intended incision site. It was not reflected on rep database that the patient had any implants explanted. They found out that on (B)(6) 2018 the patient had bilateral lead extensions and ipg removed due to an infection, but the bilateral leads remained in place. The rep was informed that a fall had lead to a mrsa infection and then both extensions and ipg were removed. Per the surgeons request the re-implantation was aborted due to a potential infection risk. The patient would be rescheduled for surgery following prophylactic antibiotics and the healing of the scalp wound. The issue was resolved at the time of the report. There were no further complications reported.

Event description:
Additional information was received: it was reported that it was unknown at the time if the components would be returned for analysis. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension, product ID 3708660, serial# (B)(4), product type extension, product ID 3387s-40, lot# va1su02, product type lead, product ID 3387s-40, lot# va1pw7v, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va1su02, product type: lead; product ID: 3387s-40, lot# va1pw7v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was swelling around the ipg pocket after the fall, and tests confirmed that the patient had (B)(6), and the ipg and extensions were removed. There were no further complications reported.